Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: it was reported that the event occurred in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Per the spectrum operator's manual, a battery alert message: "displays when the battery module will not charge. In order to prevent interruption to the infusion, do not unplug the ac power adaptor from the pump." Battery power may not be available when a battery alert occurs and therefore the pump may power off when unplugged.

Event description:
It was reported that a spectrum pump was plugged in, stated charge complete and shut down immediately after being unplugged. The problem was found during a patient infusion of a nonessential drug (medication, dose, programmed amount and delivery rate unknown) in a patient room. There was no known patient injury or medical intervention associated with this event. The device's battery contacts were cleaned, a functional check was completed by the facility and returned to service. No additional information is available.